Event description:
The pt received burns to her chest after the cautery was placed down on the surgical field and the button stuck in the on position, which in turn ignited some gauze, which in turn ignited further with the oxygen.

Manufacturer narrative:
Bovie medical provides warnings that contraindicate the use of the device while using flammable materials (such as gauze) or while oxygen (an accelerator) is in use. It is not clear why the device was placed directly on the pt when not being used. The device used at the time of the event was discarded by those cleaning the surgical suite and could not be returned for eval. Bovie medical has contacted the reporter at the user facility and is awaiting add'l info concerning the event.